Event description:
It was reported that the tubing of an automated peritoneal dialysis set disconnected from a bag during drain one on a homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) to end therapy. The hp was to start over using new supplies. During follow up, the caregiver (cg) stated that she had noticed pressure building in the bag and then the line popped off and the bag leaked. The cg did not notice any air in the bags or lines. The cg stated that the hp has been able to continue with therapy without difficulties since the event. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.